Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in innsbruck, austria. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e05 code) associated to pump or stirring mechanism that does not start (power consumption is too low). The issue occurred after disinfection process. There was no patient involvement.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of product manufacturing. A review of historical complaints did not identify any trends associated with this type of fault. The root cause of the event has been attributed to faulty components, most likely due to normal wear and tears. The wearing of an electromechanical device can be attributed to specific use conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the device was repaired by a third party company. Through follow up communication livanova was made aware that the stirrer motor was replaced to solve the reported error. Other parts (cpu board, distribution board and a pump head) have been taken from a device dismissed by the customer as per his request and replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.